Event description:
In 2006, nellcor puritan bennett received a report of a cuff leak. The caller reported that the tube developed a leak while in use on a patient. The caller reported that replacement of the tube was unsuccessful but did not have any further details available for this report. The caller reorted that the model and lot number of the device are unknown. This report is associated to the eleventh occurrence on rf200605-0356 / MFR 2936999-2006-00535